Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A right ventricular automatic threshold (rvat) testing was performed and it was concluded that the rv lead was not captured at max outputs. The rv lead was sensing appropriately and the shock impedance was within normal limits. The physician opted to replace the rv lead, a revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully placed. No additional adverse patient effects were reported.